Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
On (B)(6)2010, the pulse generator exhibited a high current drain of 26.1 k ohms and was at elective replacement indicator (eri). On (B)(6)2010, current drain had been 1.7 k ohms. Eri was reached sooner than expected , as no major programming or lead impedance changes had been made. The pulse generator was explanted and replaced.